Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite performed the continuity resistance test and the sensor failed per specifications.

Event description:
Customer reported via phone call, she was having issues with calibrating the sensor. Customer mentioned her blood glucose have been high, 565 mg/dl. At the time of the calibration error it was 361 mg/dl. Troubleshooting was performed for the sensor issues and customer was advised to calibrate at optimal times that her blood glucose is stable and normal. Customer was advised the sensor needed to be replaced. She agreed to return the sensor for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.